Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the events log for this unit is displaying "xdcr fault." The failure occurred while on a patient, but there was no allegation of patient harm. The patient was switched to an alternate ventilator.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and turbine however was unable to reproduce the reported event of the unit experiencing a transducer fault.